Manufacturer narrative:
Na

Event description:
User facility reports one treatment where clotting in the extracorporeal circuit. A portion of the patients blood was not returned resulting in ebl = 200 cc. The bloodline was discarded. No patient injury or need for medical intervention is reported. No root cause for this event could be determined; a contributing factor may be low heparin dosage.